Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no significant impact. Technical support assisted the customer in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump without further incident.